Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure on (B)(6) 2021 the ipg would not communicate with the clinician programmer. The ipg was placed in surgery mode after the impedance check. As a result, a new ipg was opened and implanted without any issue.